Event description:
Was reported that anchorage locking screw did not lock into the plate during lapidus procedure. It was reported that screws were left in as "bone" screws.

Manufacturer narrative:
Evaluation summary: it was identified during previous cases that the screw is concomitant for this reported failure (screw went through the plate). If any other information is provided indicating otherwise, the investigation will be reworked.

Event description:
Was reported that anchorage locking screw did not lock into the plate during lapidus procedure. It was reported that screws were left in as "bone" screws.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.